Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
Nail started to bend post op during patient lengthening and eventually broke. Nail was removed and replaced with trauma nail.